Event description:
The customer observed architect analyzer error code 1006 (unable to process test, background read failure) when reaction vessel (rv) lot 71448p100 was in use. The customer also observed sporadic error code 1007 (unable to process test, activated read failure) five to six times a day, and upon re-test, the controls and patient results were ok. The customer was advised to replace the rv lot and the issue was resolved. There was no impact to patient management.

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a trans-arterial embolization treatment procedure, catheter insertion difficulties occurred. The physician was attempting to insert this renegade hi flo catheter through another manufacturers' 5fr guide catheter. The anatomy in which the catheter was being advanced was very tortuous. Continous flush was not maintained between the renegade catheter and the guide catheter. The physician was unable to insert the renegade into the guide catheter. The procedure was completed with another renegade catheter. No patient complications were reported and the patient's status is good. However, product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4)architect i2000sr analyzer, list # 3m74-01, (B)(4) as no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list #3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.